Event description:
Medtronic (covidien) received information that one day post pipeline embolization device placement, the physician reported that the pipeline was migrated. The patient was treated for an unruptured right saccular opthalmic carotid aneurysm with a pipeline device successfully. At the end of the procedure, the pipeline was placed correctly in the intended landing zone and was apposed to the vessel wall. One day post-procedure, the physician ordered a CT scan because he was concerned about migration due to the landing zone was on a tight bend. The CT scan result showed that the implanted pipeline migrated 5-6 mm into the aneurysm. The physician decided to place another pipeline device in a telescoping manner to the previously implanted device. The patient was reported to be in a good condition.

Manufacturer narrative:
The pipelines were not returned for evaluation as they were implanted in the patient. No other complaints have been reported against the lot number. The devices were not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. There is no evidence suggesting that the devices were defective, but rather a post-procedure related event. Related MDR 2029214-2015-00425 for the second procedure.